Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 44 to 22 mg/dl at the time of the incident. The customer was driving to get food during the incident. The customer was at 97 mg/dl at the time of the call. The customer was given sugar and intravenous fluids to treat. The customer experienced symptoms such as not making sense. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The customer believes a change in the insulin type they were using caused the low. The customer reported a compromised force sensor system alarm with the right edge of the pump becoming unglued from the pump, and a pump sticker that fell off. The insulin pump will not be returned for analysis.